Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified procedure with an unspecified size unknown saline implants and was presented with bilateral deflation confirmed by the physician at an unspecified date. As a result, the devices were explanted on (B)(6) 2019. This report is for one of the two effected sides.